Event description:
It was reported that ventricular and atrial oversensing was observed. Review of electrograms identified signals consistent with electromagnetic interference. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.